Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was noted that the cartridge leaked from the bottom. The customer's blood glucose level was 400-500 mg/dl and it was addressed with a correction bolus. Reportedly, the customer was able to load a new cartridge successfully and indicated that they would contact their healthcare provider to obtain backup insulin therapy.